Event description:
It was reported following a revision of the ins a new lead was to be added. The old lead was in sockets 0-7 and the new lead was in sockets 8-15. The ols lead impedances were within range but the new lead was >10000 ohms. Switching the sockets was attempted was well as disconnecting, reconnecting and retesting several times. Following the troubleshooting the new lead was in socket 0-7 and the old lead was in socket 8-15. All readings were >40000 ohms after conducting impedances at 3 volts. The physician again, disconnected and reconnected. The new lead in the 0-7 socket then showed impedances within range. The old lead in socket in 8-15 was still >40000 ohms. The physician attempted one more time to disconnect, dry, and reconnect slowly to ensure the lead fit well and the electrodes line up in the socket. The impedance values were still >40000 for the old lead. It appeared to be an open circuit. The physician opted not to change out the existing lead (old lead) due to concerns of potentially affecting the patient's dura. The lead had been in place for awhile and was scarred in. Additional information has been requested.